Event description:
The device was used during a gynecological procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.